Manufacturer narrative:
A.1. A.5. Patient information was not provided. H11: livanova deutschland manufactures the gas blender. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that, at the end of procedure, when the perfusionist exited the case, after having performed as expected, the gas blender displayed alarm 1000 (fault in the gas blender). This has happened twice. There was no patient involvement.